Event description:
Medics responded to a call for an unresponsive pt. The device was attached to the pt, the pt was analyzed and found to have a ventricular tachycardic heart rhythm. While attempting to defibrillate the pt, the device failed to discharge. Complainant indicated that the pt subsequently expired.